Event description:
It was reported that the pt reported with pain three weeks ago. X-rays were taken in march which showed that the nail was broken. Explantation of the nail planned one week later.

Manufacturer narrative:
Device not received. If the device or add'l info is received, a supplemental report will be issued.